Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E3 initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2024, the patient was admitted with complaints of knee pain caused by a fall. The patient underwent a retrograde femoral nail placement for a right vancouver c periprosthetic femur fracture. In the course of that procedure a femoral nail was placed into the bony structures of the patient's knee. After the procedure, the patient recovered well and was able to walk as he had before the injury covering significant distances and was able to carry on activities of daily living without undue pain or difficulty. However, after some weeks, the patient began to experience great pain and disability in the area of the knee that had been the subject of his surgical procedure. On (B)(6) 2024, the patient then presented back to the hospital with concerns of knee pain and disability in his knee. The patient was diagnosed with peri implant femur failure with loss of fracture reduction caused by breakage of a previously placed femoral nail. At the direction of his physicians, the patient underwent a revision open reduction and internal fixation (orif) right femoral shaft failure with treatment of delayed union and removal of the hardware. The patient's physicians diagnosed that the hardware failure had been caused by a broken segment of a femoral nail. The breakage of the femoral nail resulted in the collapse of the entire medical hardware system that had been holding the patient's knee anatomy in place.